Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of 22 months. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No other details provided.

Manufacturer narrative:
(B)(6) = "aortic valve prosthesis with vegetations coating the surfaces of all leaflets of the valve but without the destruction of the leaflets". Based on the follow-up with the health-care provider, the explant was due to endocarditis. The health-care provider also noted that the explant was not related to any device malfunction or quality deficiency. Per the operative report, the patient was found to have very dense, severe inflammatory adhesions which made the operation extremely difficult. He did have moderate dilation of the right ventricle. His aortic root was definitely infected with a floating, partially dehisced, aortic valve prosthesis with vegetations coating the surfaces of all leaflets of the valve but without the destruction of the leaflets. There was rotten annulus noted around the entire circumference of the valve. This was seen to be worse in the noncoronary and in the junction of the noncoronary and the right coronary in the region of the membranous septum, which would account for his heart block. A 25mm non-edwards stentless valve was implanted. The patient was cardioverted to a sinus rhythm, was then ventilated, and weaned from cardiopulmonary bypass. He had excellent cardiac function but had considerable problems hemostasis and acidosis because of his acute renal failure. Per the discharge summary, the patient also underwent and echocardiogram approximately 5 days ago, which revealed hyperdynamic ventricle with good function of valve prosthesis. For this, we weaned his epinephrine. The patient languished however, and did not show any significant signs of improvement, but did not have any deterioration until yesterday, when he developed progressive leakage from his lower sternotomy, which was partially opened and this did not show any evidence of infection but showed that he had complete non-healing of the subcutaneous tissues. Subsequently, he then developed acute hemorrhage from his hypopharynx and upper oral pharynx which progressed and despite of aggressive examination by otolaryngologist, the source of bleeding could never be found. The patient developed progressive severe acidosis and hemodynamic instability and was taken off crrt. He also was noted at this time to have a lactic acidosis of greater than 20, and a ph of 6.75, and it was clear at this point, that the patient could no longer survive. He developed severe mottling of his lower extremities, and obtundation and was comatose. The family was advised to allow the patient to have comfort measures. The patient, however, developed a rapid progression in his deterioration and despite aggressive treatment with high-dose vasoactive drugs and sodium bicarbonate, he subsequently expired on (B)(6) 2012, approximately 13 days postoperatively. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the discharge summary, "the patient was presented with venous stasis changes and acute cellulitis of his lower extremities in october and was found to have staphylococcus bacteremia, for which he was placed on antibiotics". Also, the health-care provider noted that the explant was not related to any device malfunction or quality deficiency. Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.